Event description:
The physician used a lemaitre embolectomy catheter for a venous thrombectomy case. Further details on pt injury, vessel damage, is unk at this time.

Manufacturer narrative:
The physician used the lemaitre embolectomy catheter for a venous thrombectomy case. The lemaitre embolectomy catheter is contraindicated for use for venous thrombectomy. The physician did not follow the IFU. A copy of the IFU is being sent with this report. Add'l model # 1601-58, add'l catalog# 1601-58.